Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized and the sensor did notify him. Customer mentioned something about settings on the insulin pump and the sensor did not let him, so he was hospitalized. Customer did not provide further information and call back has been set up. No further information reported.